Event description:
It was reported that there was an issue with gk246 - monopolar cable w/lg.pin 12feet. According to the complaint description, there was a crack/break in the insulation. A hair then burned and bit of surgeon's clothing. An additional medical intervention was required. Another device was used to complete the procedure. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product return date. Investigation results: visual investigation: the examination of the fracture surfaces shows that this is a demolition caused by the use of excessive force. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: the damage of the cable is caused by a mechanical overload. A material failure or production error can be excluded. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. Based upon the investigation results, a CAPA is not necessary.